Manufacturer narrative:
The calibration data for anti-tshr ver. 2 (new method) show large differences in signals between calibrations performed between (B)(6) 2019 and (B)(6) 2019. It was clarified that the reagent kit for the new method had been on-board the instrument too long and on-board stability had been exceeded. No qc data was provided from the day of the event; calibration signals from the day of the event for the new method were very low. The investigation determined the difference between the different versions of the anti-tshr assay were due to reagent handling issues at the customer site for the new method. Global data comparisons between the old method and new method show acceptable comparability. No product problem was identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 3 patient samples during method comparison testing between the elecsys anti-tshr immunoassay (anti-tshr) and the elecsys anti-tshr version 2 (anti-tshr ver. 2) assay on a cobas 8000 e 602 module. The results using anti-tshr ver. 2 (new method) are higher than the anti-tshr (old method) results. The anti-tshr version 2 assay is not released for distribution in the united states. Patient 1 result from anti-tshr (old method) was 2.61 iu/l. The result using anti-tshr ver. 2 (new method) was 3.48 iu/l. Patient 2 result from anti-tshr (old method) was 22.45 iu/l. The result using anti-tshr ver. 2 (new method) was 29.24 iu/l. Patient 3 result from anti-tshr (old method) was 3.96 iu/l. The result using anti-tshr ver. 2 (new method) was 5.75 iu/l. The customer is reporting the results from anti-tshr (old method) outside of the laboratory. The customer is not sure which results are correct. The e602 module serial number is (B)(4).